Event description:
It was initially reported that the physician's programming system was not functioning correctly. It was found that the connector in the handheld was loose and prevented patients from being interrogated. Good faith attempts for product return have been unsuccessful to date.